Event description:
It was reported that sheath detachment occurred. The 80% stenosed target lesion was located in the severely tortuous, severely calcified, chronic total occluded (cto) right coronary artery (rca). While advancing an opticross hd to the rca, difficulty advancing occurred, a kink, and a fracture occurred at almost 2cm above the transducer. The device was completely removed. It was noted that the shaft had not been detached. A kink was noted above the transducer on the shaft. It was noted that no intravascular ultrasound (ivus) was performed. Three synergy stents were deployed with a good final result. The procedure was successfully completed. No patient complications resulted in relation to this event.